Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received review of the battery voltage trend data found premature battery depletion. No high current sources were found, and the charge time was normal. The battery was sent to the vendor for further analysis. No anomalies were found that would cause premature battery depletion and the cause of the depletion remains undetermined. Failure (event) observed during analysis.